Event description:
During an ongoing operating room case, the gas machine turned off with the patient attached to it. The machine flashed an error message "check cassette set agent"; no alarms were audible. The machine was not used for the rest of the case. Biomed was called and was present by the completion of the case. The patient remained stable during the case without incident.

Event description:
During an ongoing operating room case, the gas machine turned off with the patient attached to it. The machine flashed an error message "check cassette set agent"; no alarms were audible. The machine was not used for the rest of the case. Biomed was called and was present by the completion of the case. The patient remained stable during the case without incident.

Event description:
On two occasions, during ongoing operating room cases, the gas machine over delivered the gas agent. The patients remained stable during these cases without incident.